Manufacturer narrative:
H6: type of investigation: code b15 added. H6: type of investigation: code b15 - images were provided, and an imaging evaluation was performed. H6: investigation findings for device evaluation: code c19 - the device evaluation performed by engineering showed the following: the device was not returned; however, images and movies were provided for analysis. Per the imaging evaluation, an oval-shaped foreign body was visible on two of the angiogram movies. The foreign body was not visible in the final movie. Additional returned images show forceps holding what appears to be a radiopaque marker band that had been retrieved. Based on the findings from the evaluation, the presence of an oval-shaped foreign body in the intraoperative movie and the images of the forceps holding what appears to be a radiopaque marker band are consistent with the physician¿s observations that the marker band became fully dislodged and that the physician was able to retrieve the radiopaque marker band. The cause of the marker band becoming detached from the endoprosthesis could not be identified with the available information. No manufacturing deficiency was identified. H6: investigation findings for imaging evaluation: code c19 added. H6: investigation findings for imaging evaluation: code c19 - the imaging evaluation performed by a clinical imaging specialist showed the following: images provided cannot be manipulated in anyway. Three movies were submitted for evaluation. Movie 4557 is 4 seconds in length, there is an oval-shaped foreign body visualized on the still-captured images. Movie 4561 is 4 seconds in length, arrow suggests the foreign body, possibly broken. Movie 4560 is 6 seconds in length, the still-capture image appears to be from the final angiogram run, foreign body is not visualized. Note: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. H6: investigation findings for device evaluation: code c21 updated to code c19. H6: investigation conclusions: code d16 updated to code d15.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that the trunk of the trunk-ipsilateral leg component was deployed to the level of the contralateral leg gate. Reportedly, the contralateral leg gate radiopaque marker band did not appear to be circumferential around the distal portion of the gate. During device manipulation, the marker band reportedly became fully dislodged and was pushed up into the trunk of the device. The physician was able to retrieve the radiopaque marker band after some difficulty. Reportedly the marker band stayed on the wire and, after attempts at retrieval, the band was broken or fractured and was able to be retrieved and removed. No pieces remained in the patient. The cause of the radiopaque marker band dislodging from the device is unknown. No resistance was encountered and no other issues were reported prior to the marker band becoming dislodged from the device. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
B.7. Other relevant history, including preexisting medical conditions: asked but unavailable d.10. Concomitant medical products and therapy dates: asked but unavailable h.6. Type of investigation: code b15 - the device remains implanted, and the delivery catheter was discarded at the facility. An analysis of relevant data will be performed in view of supporting the identification of possible causes of the event. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.